Manufacturer narrative:
The original evar was performed on (B)(6) 2015 during a follow-up visit on (B)(6) 2020 identified contralateral leg had migrated approximately 10mm in the direction of the main body on the proximal side. On (B)(6) 2020 re-intervention was performed and a coil embolization procedure on the left iia and a leg (excluder) stent was placed on the left eia. A request for pre and post scan images was made however due to the recent coronavirus outbreak all sales representatives have been banned from visiting the hospitals for further information.

Event description:
Migration.